Event description:
Physicn was attempting to use in.pact av balloon to treat plaque/soft tissue 40mm lesion in patients right avf anastomotic region. Mild tortuosity was reported and a 6fr sheath and  035, 150 cm non-medtronic guidewire was used. It was reported a pin hole balloon burst occurred  at 8atm. The balloon was collected due to difficulty in inflation, and the same sizeof the same product was used and it was completed. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.